Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction " the sensor was inserted into the arm on (B)(4) 2019."

Event description:
The sensor was inserted into the arm, which is off label usage of the device, on (B)(4) 2019. No product or data was provided for investigation. The complaint confirmation of the reported early sensor expiration could not be determined. A root cause could not be determined.